Event description:
Boston scientific crm received info that the lead was revised due to dislodgement. The lead was successfully repositioned and no additional adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. See scanned page.